Event description:
Received report of an octad lead introduced via tuohy needle at 30 degree angle. Lead and all electrodes inserted beyond needle point. Correct position attained, withdrew stylet (green with blue in top) in order to stimulate. After this point, it was no longer possible to reintroduce any of the stylets to the tip as it jammed and lead was bent. New lead was implanted. Patient outcome fine. Analysis report states stylet has perforated the stylet coil 11.0 cm from the distal end of the lead. The continuity was acceptable on all circuits and there were no shorts between circuits. Conclusion is procedural non-conformance.

Manufacturer narrative:
(B)(4)